Event description:
The customer reported to philips healthcare that the heartstart xl+ will not power on and that the ac charging led does not come on when the device is connected to ac. There was no pt involvement.

Manufacturer narrative:
(B)(4).